Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported that the patient was not able to adjust their stimulation. They were seeing a "call your doctor" icon and had a power on reset (por) condition. The por was information and the patient was walked through how to clear the por. Clearing the por resolved the issue. There were no patient symptoms reported.